Event description:
The customer reported that this multigas unit displayed a gas device error message. The issue was discovered during setup. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed a gas device error message. The issue was discovered during setup. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was provided for evaluation. During the evaluation, the reported issue was duplicated. The root cause for the reported issue was determined to be malfunction of the pump. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/05/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 12/08/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.. Attempt # 3: 12/10/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.